Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified; however, it is likely that a faulty charged coupled device led to the malfunction resulting in the no image issue and the endoscope communication failure on display. In addition, the investigation found a kink on the line- kink/knot on cable. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the autoclavable camera head image does not appear (no image).there was also a kink reported on the line and the fiber optics was also damaged. It is unknown when the issue was found and there is no known procedural information. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found imaging component failure, physical stress, and a scope communication error on display due to a faulty charged coupled device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.